Event description:
It was reported during a peripheral orbital atherectomy procedure, a portion of the csi viperwire guidewire fractured and was left in the patient. The target lesion was heavily calcified and was located in the distal superficial femoral artery (sfa). The physician used 6fr/45cm introducer sheath from a contralateral approach to access the lesion. The physician completed two runs at low speed, three runs at medium speed and three runs at high speed using a csi orbital atherectomy device (oad) with no issues noted. As the physician was removing the oad, he noticed that the spring tip of the guidewire was no longer attached to the guidewire. The physician attempted to snare the spring tip from the patient, but the spring tip then fractured into smaller pieces. The physician was able to snare the two larger sections of the spring tip, but a very small portion of spring tip remained in a micro branch of the anterior tibial (at) artery. The remaining portion was left in the patient as there was no negative impact to the patient. The patient status remained stable throughout the procedure. Three attempts for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the oad was received with the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheath lengths were also measured and met their respective drawing specifications. An in-house .014" test wire was advanced through the driveshaft without resistance. The oad was tested using an in-house saline pump and spun at low, medium and at high speed with no abnormalities observed. The initial visual and tactile examination of the guidewire and spring tip revealed damage to the proximal spring tip solder bond, support ribbon and coil wire. The damage is consistent with the spring tip contacting the spinning driveshaft. The damaged spring tip section was sent for scanning electron microscope (sem) analysis. Sem analysis identified rotational damage on the proximal solder bond which confirmed the initial examination findings of contact between the spinning driveshaft and guidewire. At the conclusion of the failure analysis investigation, the root cause of the event was contact between the guidewire spring tip and the spinning driveshaft. The device history record for this oad lot number and the material inspection report for the viperwire guidewire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. (B)(4).